Event description:
Information received indicates the casters continue to swivel when in brake.

Manufacturer narrative:
The technician isolated the issue to worn casters. He replaced the four casters to repair the stretcher.